Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not turn on. The review of the logfile shows flexvision software did not recover within 5 seconds, monitor stays blank. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and suggested for checking the power on ny15 on pdu and suggested parts pdu fan tray and dcps for replacement if required. The rse requested onsite support. The field service engineer (fse) checked the system onsite and found that they lost the configuration due to an unexpected system shut down. The fse checked with the technicians from the hospital, and they had no problems with this anymore. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.